Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 15v volt supply fuse f16 on power interface was evaluated and replaced. The system was tested and found to be working as intended and returned to service.